Event description:
It was reported that the customer was sent to the emergency room for ketones, with a blood glucose level of 350 mg/dl. The customer's mother also stated that prior to the event, the customer had taken a shot of insulin by syringe and his blood glucose levels still went up. The customer's mother also stated that the customer had been complaining of a sore throat and that she had just gotten over a weeklong illness. The customer's mother further stated that the customer used an mmt-399 quickset, lot 69201837. The programming was correct and troubleshooting was done. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.